Event description:
A uterine fibroma was being removed utilizing a hysteroscope system. The surgeon noted a uterine perforation and then performed a laparotomy to repair the perforation. The pt made a satisfactory recovery. The user facility attributes no fault to the medical device and no malfunction was reported. It was also stated that the device was not removed from service, nor was any inspection or evaluation necessary.